Event description:
In-line suction ventilator tubing with blue t-connector to tracheostomy had difficulty staying attached, frequently popping off trach. Ventilator alarm is appropriate. No harm to the patient.